Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. Insulin pump received with cracked case on display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer issues with the keypad not responding on their insulin pump. The patient's blood glucose level was 63 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A new pump was shipped to the customer. No further information was provided.